Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2021.

Event description:
It was reported that during an angioplasty procedure in the sfa the scoring wire of the pta balloon allegedly kinked during the second inflation attempt. It was further reported that there was resistance removing the guidewire from the balloon. Reportedly, there was difficulty retracting the balloon through the sheath. The procedure was concluded, and no further treatment was provided. There was no reported patient injury

Event description:
It was reported that during an angioplasty procedure in the sfa the scoring wire of the pta balloon allegedly kinked during the second inflation attempt. It was further reported that there was resistance removing the guidewire from the balloon. Reportedly, there was difficulty retracting the balloon through the sheath. The procedure was concluded, and no further treatment was provided. There was no reported patient injury

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the outer scoring wire to be kinked, therefore the investigation is confirmed for the reported kink. However, due to dried blood in the rapid exchange lumen the in-house guidewire was not able to be inserted fully. Therefore, the investigation is inconclusive for the reported guidewire incompatibility issue. And the investigation is inconclusive for the reported sheath related retraction issues as the device was unable to be fully functionally tested due to the kink in the scoring wire. The definitive root cause for the identified kink or reported issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues or the original guidewire and sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 - expiry date: 05/2021. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.